Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture at the output window. The glass and metal cap are attached to the fiber. The metal cap exhibits mild detritus. The glass cap shows devitrification at the output window area. There is no evidence that forward firing occurred. The fiber condition may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that fiber forward fired. No add'l details were able to be obtained. "No injury to the pt".